Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and placed on the mitral valve. However, after removing the lock line (ll), the clip opened to 20 degrees while establishing final arm angle (efaa). Since the ll was removed, the physician deployed the clip on both leaflets. No further issues occurred and mr was reduced to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.